Event description:
It was reported that health care professional mentioned that the patient was syncopal when called to hospital and they weren't sure if it had anything to do with the emergency settings of device being initiated. The implantable pulse generator (ipg) was reprogrammed to normal settings and device settings were in range. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.